Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2010-04947. It was reported that following a coronary artery stenting treatment procedure restenosis occurred. The 100% stenosed lesion was located in a 3.00 mm diameter mid right coronary artery. The physician treated the lesion with pre-dilatation and implanting two (3.00x28mm and 3.50x28mm) taxus liberte stents without gap, and post-dilatation. Residual stenosis was 0%. Timi flow improved from 1 to 3. The patient was discharged without complications two days later on aspirin and clopidogrel bisulfate. On the 308 days post-index procedure, restenosis was confirmed. The patient did not have ischemic symptoms. The lesion located in proximal right coronary artery with a reference vessel diameter of 3.00 mm, a length of 8.0 mm, and visually 75% stenosis was treated with a cutting balloon. Residual stenosis became 10% and timi-3 flow kept through the procedure. The patient was discharged the next day.